Event description:
Possible fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. Brand sprint fidelis, evaluation summary: proximal conductor fractured; full lead received.